Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "[Named removed] called and he said this unit seems to be hitting the 50cm dump alarm and dumping pressure and in turn the driver won't start. It is alarming correctly for the 50cm alarm but the map is nowhere near 50cm. He said that he put an external meter in line with the circuit and the map on the panel meter on the unit is reading 18cm, but his external meter is reading around 40cm. With the panel reading 18cm the greater than 50cm alarm is on etc. No pt involvement that he is aware of."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the eval of the device by the user facility is a summary of the info provided by the user facility biomed rep to a carefusion tech support specialist. The user facility evaluated the device and determined the failure was caused by a malfunctioning alarm board. On (B)(4) 2014, carefusion sent the user facility replacement alarm board for the repair of the device. The alleged faulty alarm board was received by carefusion od (B)(4) 2014, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: results of investigation: the alarm pcba (printed circuit board assembly) was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the reported issue was identified to be a defective ic (integrated chip) component.